Event description:
Pt called in on (B)(6) 2013 to inform pdc of medical intervention that occurred on (B)(6) 2013 at 6:45pm. Pt reported the prodigy meter was giving a reading of 130mg/dl while she felt sweaty and was having slurred speech and trembles. She said medics were called 5 minutes later and arrived 5-10 minutes thereafter. Their meter read 24mg/dl. Pt was given an unknown substance and was hooked up to an IV. She was transported to the hospital. ER reading was 72mg/dl. Hospital treatment was said to include an insulin shot, orange juice, fruits, toast and jello. Pt reported 187mg/dl as her ER reading prior to discharge. Duration of ER stay was 2 hours. Per pt, last meter readings are: 7-day avg 160mg/dl, 14-day avg 141 mg/dl, 28-day avg 137mg/dl, (B)(6) 2013 2:38pm 184mg/dl, (B)(6) 2013 10:15pm 127mg/dl, 09/29 6:39pm 131mg/dl, (B)(6) 2013 3:18am 163mg/dl, (B)(6) 2013 5:01pm 136mg/dl. Prodigy sent a replacement meter with a prepaid envelope so pt can return suspect product(s) for evaluation.